Event description:
Lead remains implanted. Patients shock impedance was found to have increased from a stable 75 ohms to greater than 150 ohms around (B)(6) 2021 and has stayed at this value since then. Far field channel changed significantly on (B)(6) 2021, showing noise. Patient did not report any events or procedures on this date. Other lead statistics appear in range. No adverse patient events reported. Should additional information become available, it will be added to this file.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.